Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male pt (age unk) who was found pulseless and unresponsive, upon power up the device shut down. A spare battery was then installed and the device shut down. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.